Manufacturer narrative:
The devices were manufactured at one of the following facilities: (B)(4). (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) unspecified valve sets leaked from port 2. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.